Event description:
It was reported via a field service report "I received a phone call about an on-patient incident. I performed functional testing and could not replicate reported issue. The unit is performing to factory standards and did not find any mechanical issues. Since the initial report we have found that a marquet balloon was being at the time of the incident. No patient harm reported and no other patient information provided". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "high baseline and large helium leak alarms" is confirmed based on the alarm log files provided. The alarm log files show the high baseline and large helium leak alarms. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via a field service report "I received a phone call about an on-patient incident. I performed functional testing and could not replicate reported issue. The unit is performing to factory standards and did not find any mechanical issues. Since the initial report we have found that a marquet balloon was being at the time of the incident. No patient harm reported and no other patient information provided". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.